Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was identified. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using different charging supplies, and the pump began charging after following technical support instructions. Additionally, technical support decided to send out new charging supplies because the ones used were old. No further assistance was required as the battery charging issue did not lead to a pump shutdown or any inability to turn the pump back on.